Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "my daughter has acute lymphoblastic leukemia. She is currently admitted to children's hospital due to fever and multiple viruses. My daughter woke up from her nap around 5pm in a pool of blood. I tore her clothes off to find that her port was broken were the clamp is supposed to close. The nurse had failed to clamp either clamps, leading my daughter to be exposed to bacterial for an undetermined amount of time (possibility of 4 hours). The brand of needle/line was powerloc max (.75 inch, 20 gauge needle) and had somehow formed a hole in it. This is not the first time this has happened. In fact. This is the 5th time, with 4 other breakages of the same type happening in 2018. Each time this happens, my daughter is exposed to harmful, life threatening bacteria." This report addresses the third of four events in 2018.